Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensors from the third box in use are not functioning properly. Customer stated that the glucose sensor reading would swing in range from 40 to 200 mg/dl in a matter of an hour and the insulin pump was alarming for low but the blood glucose was 170 mg/dl and the insulin pump would suspend for sensor glucose of 40 mg/dl. With another sensor; the insulin pump went into threshold suspend at night and customer confirmed his blood glucose was 140 mg/dl and then again in the morning it suspended with blood glucose of 130 mg/dl. Current blood glucose value is 172 mg/dl. Nothing further reported.